Manufacturer narrative:
The patient involved was reported to be deceased, but the filter had been removed approximately 3 years and some months prior to the patient's death. Therefore, it has not been indicated that the ivc filter contributed to this outcome. G4 (510k): k211875. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: pulmonary embolism (pe), deep vein thrombosis (dvt), occlusive thrombophlebitis, chest pain, shortness of breath (sob), difficulty walking. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported chest pain, shortness of breath (sob), and difficulty walking are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) in lot. No other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received a celect platinum (pt) filter on (B)(6) 2017 via the right common femoral vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe). The filter was reportedly removed approximately 3 years and 2 months after placement due to recurrent pes and dvts. Patient reportedly expired approximately 3 years and 8 months after the filter was removed. Allegations include: thrombolysis; occlusive thrombophlebitis, pes, dvt, filter retrieval, and death. It is noted and further alleged the patient experienced chest pain, difficulty walking and shortness of breath, as well as multiple hospitalizations due to blood clots and ivc filter related issues. Per the retrieval report (successful): "a gooseneck snare was then used to retrieve the ivc filter via the left internal jugular access sheath and was removed intact in the 9 fr sheath without complication". "Findings: on the initial venogram, there is persistent thrombus occluding the left common iliac vein and thrombus through the right popliteal and femoral veins without evidence of contrast flow into the ivc. Diffuse thrombus throughout the right femoral vein, both iliac veins, and the ivc extending into the suprarenal ivc was also confirmed with ivus. Abundant clot was removed. Completion venography and ivus showed total resolution of clot with restored flow throughout the bilateral iliac veins and ivc. Impression: successful ivc filter removal and iliocaval and bilateral iliac/right popliteal and femoral vein thrombectomy with complete restoration of blood flow. No evidence of residual thrombus or stenosis". Per certificate of death: immediate cause of death - primary lung cancer, sequential condition of cardiac arrest with underlying cause bilateral pulmonary embolism.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Non-healthcare professional investigation it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged select is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that the patient received a select inferior vena cava (ivc) filter on (B)(6) 2017 and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.